Event description:
The injector flow rate was set for 1.6 ml/sec and the location of the injection site was the anticubital fossa. The tech stopped the injection after noticing an extravasation of approx 97 ml under the eda patch. The pt was released to home after two hrs and was advised by the physician to apply ice packs 3 times per day. No further medical intervention was required.